Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "diabetic coma" while using manual injections. No additional patient or event information was provided. Although requested, the customer declined to provide additional information.